Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the gun was not returned along with the needle; therefore, the returned device is incomplete. Upon visual evaluation of the device, only one deployed implant was returned and the second implant was not received at us cq. The second implant cannot be seen loaded or deployed in the needle. The complaint is confirmed. It is possible that the firing gun might be defective. However, given the information provided we cannot discern a definitive root cause for the reported failure. A mre was performed, and no non-conformances were identified for this part number (228142) with lot number (l 484114). At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported by affiliate in (B)(6) that during a meniscus repair surgery, it was observed that after firing the first firing of the omnispan meniscal repair 27deg, the second fire was not able to be made. It was further reported that with the second omnispan meniscal repair 27deg, it was observed that the tow plates were deployed when the first fire was made. The procedure was completed using another device. There was no patient consequence and no surgical delay reported. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: (g4) date received by manufacturer & report submission date: the incorrect date was submitted when the initial report was sent over. The date received by the manufacturer was 02/27/2020 thus making the due date 03/28/2020.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the gun was not returned along with the needle; therefore, the returned device is incomplete. Upon visual evaluation of the device, only one deployed implant was returned attached to suture and the second implant was not received at us cq. The second implant cannot be seen loaded or deployed in the needle. The complaint cannot be confirmed since the gun was not received and we cannot replicate the complaint condition as one of the implant is in deployed condition and the second was not returned. It is possible that the firing gun might be defective. However, given the information provided we cannot discern a definitive root cause for the reported failure. An mre was performed, and no non-conformances were identified for this part number (228142) with lot number (l 484114). At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:( (B)(4).